Event description:
It was reported that an endometrial thermal ablation procedure and a dilation and curettage procedure on (B) (6) 2009. During the procedure, the endometrial pressure was lost at three minutes into the therapy cycle and the procedure was aborted. On (B) (6) 2009, the patient experienced sudden onset of pain and presented to the emergency room on (B) (6) 2009. On (B) (6) 2009, the patient was taken to the operating room for exploratory laparoscopic surgery and was found to have a bowel burn with perforation and sepsis, and underwent a bowel resection and colostomy procedure. The surgeon opines that the patient's uterus was thin during the endometrial thermal ablation procedure on (B) (6) 2009. Therefore, the uterus was burned which caused a uterine perforation and the bowel sustained thermal damage. The patient was given antibiotics and pain medications and she was hospitalized for ten days. On (B) (6) 2009, the patient's condition was stable. On (B) (6) 2009, the patient was still experiencing abnormal uterine bleeding and the uterine perforation was healed. A colostomy reversal is planned in six months.

Manufacturer narrative:
(B) (4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.